Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump keypad was unresponsive. Customer stated that ok button and back button was unresponsive. Customer was not able to access to menu and down arrow did not allow them to navigate screen. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated that button were still unresponsive after battery change. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
On (B)(6), 2022 the customer reported unresponsive middle (enter) and go back keypad buttons. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Device was received with a critical device error (open book image) alarm. Unable to perform displacement and self tests due to the critical device error (open book image) alarm. Unable to confirm/not confirm keypad unresponsive/button error alarm due to the critical device error (open book image) alarm. The attempt to download/upload using crest/thus was successful. Three occurrences of hardware low level failure appear in the error log fault fields of the adapt tool. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; electrical board . In summary, the customer¿s report of unresponsive middle (enter) and go back keypad buttons was unable to be confirmed during testing. The critical device error (open book image) alarm and hardware low level failure are due to a combination of a problem with the twi interface on the main/motor processor which is a hardware error as well as moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.